Manufacturer narrative:
(B)(4)

Event description:
Procedure type: nissen. According to the reporter: the needles disengaged from the jaw into the pt's cavity. The needles were retrieved and a new device was opened. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.